Event description:
Impedance on the atrial channel greater than 2500 ohm. The lead and the pm were changed. Implant and out of service dates are unknown. Should additional information be received, this report will be updated.

Manufacturer narrative:
The pacemaker and the associated lead were returned for analysis. As a first step of the analysis, the pacemaker was interrogated properly and the devices memory was inspected. The documented lead impedance measurements during auto-implant-detection on (B)(6) 2022 were normal. However, on (B)(6) 2022 an atrial lead failure occurred in unipolar and bipolar lead configuration. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, the impedance measurement functions of the device were extensively tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration were proven to be normal and as expected. There was no indication of a device malfunction. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.